Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the morning check that the cardiosave intra-aortic balloon pump (iabp) had a broken screen glass. No patient involvement was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) h11. A getinge field service engineer (fse) determined that the problem was due to the upper display with dead pixels. Fse replaced the assy, display top lcd rohs (d160-00-0127). Electrical safety and proper operation checks. Functional tests performed successfully.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h6(medical device ¿ problem code, investigation findings, investigation conclusion). A getinge field service engineer (fse) determined that the problem was due to the upper display with dead pixels. Fse replaced the assy, display top lcd rohs. Electrical safety and proper operation checks. Functional tests performed successfully. The failure analysis and testing dept. Received part with a reported unit failure of screen issues and dead pixels. The fat performed a visual inspection and found the part to have a damaged lower screen with cracks on the bottom right corner. Confirmed a screen failure and probable root cause is user error. Retaining the part in the failure analysis and testing department per procedure number.